Event description:
It was reported that, "distal stem was implanted. Trialed body. Chose the 21mm+30 cone body. Impacted body onto distal stem. Began tightening down locking screw with torque wrench. It took longer than usual and then we heard a loud pop. Removed locking screw and threads were damaged. Cleaned out distal stem and tried screw again. Screw would not engage. Removed body and screw and tried a new body (21mm+30 cone) and screws would not engage. Removed screw, body and distal stem and replaced with new components."

Manufacturer narrative:
This is the same patient/event as MFR# 9616680-2009-00098.